Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no dirt/foreign material. It was reported that the product contained foreign material. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the visual inspection found minor damage to the insulation of the device. The product analysis noted evidence that the device was not used as intended. The damage to the insulation is consistent with burn damage. Most likely from coming into contact with another device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not activate electrode while in contact with other instruments as unintended tissue injury may occur. Carefully insert and withdraw active electrodes from cannulas to avoid possible injury to the patient or damage to the devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when the package was opened at the preparation stage before the start of surgery, there was a dirt found on the shaft part and sticking to it. There was no patient involvement. The medtronic initial visual inspection found out minor damage to the insulation of the device. The damage to the insulation is consistent with burn damage. Most likely from coming into contact with another device.